Manufacturer narrative:
S/n 6024: method: 23, 26, 31, 38. Results: 120, 180. Conclusions: 48. In addition, a filter test could not be performed on this handpiece because it would not calibrate. Additionally, the ring that holds the aspiration tube to the body of the handpiece is stretched. The handpiece appears to have been reworked by an outside vendor as it has a larger gauge cable, different strain relief, a different finish on the body and a different type weld on the nose. S/n 16736 method: 23, 26, 31, 38. Results: 710, 100. Conclusions: 75. In addition, a filter test was performed and the handpiece passed the filter test. The excursion test was not performed because the irrigation tube was so badly twisted it would not fit into the test fixture. S/n 19656. Method 23, 26, 31, 38. Results: 710. Conclusions: 74. In addition, a filter test was performed and the handpiece passed the filter test.

Event description:
Particulate was seen coming from these handpieces during cataract extraction procedures in september, october and november 1996. A total of 7 procedures involved particulate from these handpieces.